Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had a kink 27.5cm proximal of the tip and 20.5cm distal of the strain relief. The tip had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. The soft distal end of the sheath was missing. No other damage or defects were found. Product analysis could not confirm the reported event of difficulty inserting as clinical circumstances could not be replicated.

Event description:
It was reported that the access sheath was difficult to insert. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was attempted to be inserted into the patient's femoral vein, but would not advance. The was was exchanged and a watchman laa closure device & delivery system (wds) were used to complete the procedure. However, product analysis completed on 29 november 2021 revealed inner liner delamination.